Event description:
On (B)(6) 2013, the distributor contacted animas, alleging that the keypad buttons are unresponsive. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Device evaluation follow-up #1 submitted 09/05/2013: the device was returned to animas and evaluated by product analysis on (B)(4) 2013 with the following results: testing confirmed intermittent responses to button presses on the 'ok','up','down' and 'contrast' buttons. The keypad was intact. When the keypad cover was removed, contamination was noted under all key contacts. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).